Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer switched into defibrillator mode without any user interaction, resulting in an inappropriate shock being delivered via implantable cardioverter defibrillator (ICD) mode, leading to inappropriate therapy. Five days later, the patient presented to the clinic due to dizziness, shortness of breath, and decreased physical capacity. The cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was further reported in analysis that the software was reinstalled and updated to the newest version. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer switched into defibrillator mode without any user interaction, resulting in an inappropriate shock being delivered via implantable cardioverter defibrillator (ICD) mode, leading to inappropriate therapy. The power supply was not present. Incoming checks performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.